Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error and customer state that they able to clear the alarm and able to rewind the insulin pump but not able to passed the self test. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states that they did not feel a vibration during the test and customer also received battery failed alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no failed batt test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm due to a software error. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing. No pump error alarms noted during testing.